Event description:
The complaint is reported as: the unit will not turn on. The issue was detected prior to use on a pt.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to specifications. The sample was not returned for eval; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report wil be submitted with investigation results.